Manufacturer narrative:
Investigation completed on a smith medical cadd legacy 6400 pump. Device arrived with cracked rear housing. Evaluation and testing done to duplicate alarm of no disposable could no be duplicated. The report revealed the upstream sensor was recalibrated and the downstream sensor was replaced for preventive measure. The device attached with no alarm event. Functional and delivery testing was preformed and passed with no events. Unknown the cause of complaint, as the device downstream sensor was replaced for preventive measures.

Event description:
Information received a smiths medical cadd legacy 6400 pump alarmed no disposable. No patient adverse events reported.